Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, application was not launching, it was stuck on blue screen. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the app was not launching and was stuck on a blue screen. A field service engineer identified multiple issues after stations were rebooted overnight for bio ID updates. Two stations were unable to launch into the application, two stations were not online with remote support service (rss) and rebooting did not resolve the issue, and two stations were failing full height cubie drawers. The component manager and rss services were reinstalled to correct the application launch issue. All functionality was tested successfully in hardware test application (hta) and or the application. The system functioned as intended after the field service engineer repaired the device.